Manufacturer narrative:
This complaint is still under investigation.

Event description:
(B)(4): revised due to adverse reaction to metal debris and pain. Confirmed doi and dor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Possible revision of pinnacle/corail implants. Reason not provided, revision not confirmed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records and/or a search of the complaints databases was not possible as the necessary product and lot codes were not provided. The investigation can draw no conclusions with the information provided. Reason for revision was not reported. A revision has not been confirmed. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 9 july 2013 - revision due to adverse reaction to metal debris and pain. Patient harm updated. Update 10 sept 2014 - head and liner only revised.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Claim received from (B)(4). Possible revision of pinnacle/corail implants. Reason not provided, revision not confirmed. Update received 9 july 2013 - revision due to adverse reaction to metal debris and pain. Patient harm updated. Update 10 sept 2014 - head and liner only revised - (B)(6)/14. Update oct 18, 2017: pinnacle spreadsheet received. Added two screws to the complaint. This complaint was updated on nov 16, 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.